Event description:
It was reported that during generator change due to normal eri, high out range, high voltage lead impedance was observed due to fracture on the right atrial lead. The high impedance was noted when the lead was connected to the new ICD. The lead was capped and replaced on (B)(6) 2017. Patient was in stable condition throughout the procedure.